Manufacturer narrative:
The field service engineer observed a leakage. The root cause was consistent with a leakage issue. The service actions (replacing the pinch valves/tubes) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with probnp assay on a cobas e801 immunoassay analyzer. Initial result: 320 pg/ml. Repeat result: 4879 pg/ml.

Manufacturer narrative:
The probnp reagent lot number and expiration date were not provided. The pinch valve was last replaced mid of aug-2023 during the preventive maintenance visit. On 17-oct-2023 the field service engineer (fse) found that the sipper nozzle was bent and dripping. He adjusted the sipper nozzle and replaced the pinch valves and the tubes. After the service actions by the fse, no more leaking or low signal alarms were observed. The investigation is ongoing.